Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had loose bearings and a drilled tip; and that it also cutter insertion at pre-test. Therefore, the reported condition was confirmed. It was determined that the bearings were worn out and loose which created a situation where the cutter could not be inserted. It was determined that this was because the bearings were no longer in axial alignment which would not allow the cutter to pass through due to worn out bearings. The assignable root cause for the component damage (drilled tip) was due to user error by excessive side loading causing the cutter to flex and to come into contact with the neuro tip ¿leg¿. The assignable root cause for not being able to insert the cutter (failed cutter insertion test) was due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the craniotome device bearings were loose. During in-house engineering evaluation, it was determined that the device had a drilled tip and failed cutter insertion test. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.